Manufacturer narrative:
The lot number for the device was not provided, a manufacturing review could not be performed. The device was not returned for evaluation, however medical records were provided. Based on medical record review, the investigation is confirmed for retrieval difficulties. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that the model dl900f denali filter allegedly was unable to be removed. This information was received from one source. The malfunction involved patient with no known impact to the patient. The patient was a (B)(6) years old male; however, the weight was unknown.